Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced endophthalmitis in the operated eye that was noted during the post-operative check-up. Additional information has been requested but not yet received.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product, batch and sterilization history record, the product met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).